Event description:
It was reported that the patient presented in the operation room for a scheduled system extraction due to an infection that is not related to the device. During the procedure, imaging showed that the atrial lead was dislodged from the original position. The lead was laser extracted and replaced. The patient was stable before, during, and after the procedure.